Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. Upon cystoscopic examination, it was identified that the cuff had eroded through the urethra. It was also noted that a catheter had been placed prior to the erosion. Several months ago, a surgical procedure was performed to remove the aus system. A new aus has now been successfully implanted, and no additional patient complications have been reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. Upon cystoscopic examination, it was identified that the cuff had eroded through the urethra. It was also noted that a catheter had been placed prior to the erosion. Several months ago, a surgical procedure was performed to remove the aus system. A new aus has now been successfully implanted, and no additional patient complications have been reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.